Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during an achalasia dilatation procedure of the esophagus performed on (B)(6) 2011. According to the complainant, during the procedure, the pump was noted to leak air and the balloon (rigiflex balloon, bsc) could not be inflated. It was confirmed there were no alleged malfunctions of the balloon and there were no visible issues noted to the pump. The procedure was completed with a different, unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the gauge to be reading inaccurately, therefore, this is now a reportable event.

Manufacturer narrative:
This is a reusable device, therefore, there is no expiration date. (B)(4) for the event of gauge reading inaccurately. (B)(4) a review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for this device. Visual examination of the returned device revealed no damage. Functional testing was performed; upon inflation the needle increased to 12psi, however, the bulb then became difficult to squeeze and the device could not be pressurized past 12psi. Further evaluation of the complaint device revealed the gauge needle was reading 6psi lower than the actual pressure of the system. The exact root cause for this event cannot be determined, however, it is most likely the damage is due to handling of the device.